Manufacturer narrative:
Customer letter (cl05-179) was sent 11/2/2005 to all customers to inform them of an issue when using ortho summit¿ sample handling system for microplate antibody screening tests. Ocd received increased reports of sample not being dispensed during the pipetting of a plate, in some cases; the appropriate error code was not generated. This increase in no sample no error (nsne) events was observed primarily during the pipetting of microplate antibody screening tests. The customer was instructed to refer to the ortho¿ sample handling system user¿s guide recommendation to visually inspecting each plate during pipetting for proper delivery of sample and ensure that they follow the existing instructions documented in the guide.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).